Event description:
It was reported by service report that the rivets were broken off the fowler. No adverse consequences are reported.

Manufacturer narrative:
When the service tech arrived to facility to access the device, the device had already been repaired by hosp maintenance. Unable to determine how many rivets were broken and replaced or the risk severity.